Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed and led to an inappropriate shock. No pacing inhibition was observed. Isometrics were performed which reproduced the noise, so lead insulation damage was suspected. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.